Event description:
The manufacturer received information health canada report that the patient was allegedly diagnosed with triple negative breast cancer. The patient states they had used said a dreamstation unit for 2 years prior and alleges a connection to the diagnosis. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.